Manufacturer narrative:
A boston scientific technical services consultant recommended troubleshooting and further lead testing in other configurations. The patient will continue to be monitored. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting impedance measurements greater than 2000 ohms. Multiple commanded tests were performed and the impedance was 1680 ohms each time. Sensing and thresholds measurements have been within normal limits. The caller wanted to discuss troubleshooting and options to resolve the clinical observations.